Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the driver tip broke off during screw insertion. All debris was removed from patient anatomy, and a spare driver was used to complete the case with minimal delay. No report of injury. No further information was available.